Event description:
Reportedly, while inserting a grasper device into the trocar, difficulty was encountered inserting the device through the port. The surgeon removed the grasper and re-inserted into the trocar. As it was inserted for the second time, the trocar broke. The account was not sure if the trocar broke into pieces or if the pieces were retrieved from the patient cavity. However, another trocar was used to complete the case. Procedure: laparascopy. Patient status: no patient injury reported.